Event description:
It was reported by repair work order that the customer alleged the power load gets stuck sometimes when loading. Upon inspection from the technician, the failures alleged by the customer could not be duplicated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the customer alleged the power load gets stuck sometimes when loading. Upon inspection from the technician, the failures alleged by the customer could not be duplicated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of a health risk assessment provided by a healthcare professional, this issue if repeated is not likely to result in serious injury or death to the patient or caregiver. No adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.